Manufacturer narrative:
Medical device expiration date: unknown, device manufacture date: unknown. (B)(4). Summary: a review of risk management document (B)(4), indicates that the potential risk of this specific reported incident (nano pro pen needle, dimension & does not attach/detach) was captured and addressed. The reported harm, skin irritation, is directly associated with hazard, dimension; this is captured in risk assessment file (B)(4). No samples or photos were returned for analysis. Results: a sample or photo is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that during use the bd pen ndl 32 g 4 mm do not fit the pens well, doesn't inject well and causes wheels at injection site. The following information was provided by the initial reporter: "I am hoping the shortage is occurring because the manufacturer is returning to the original size and shape of these pen needles as the new design does not fit the pen very well and for some reason does not work as well and you end up getting ¿wheels¿ at the injection site, I cannot explain why but it just does not insert into the skin the same way that the original design does."